Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer reverted to alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.